Manufacturer narrative:
The investigation has been completed, and the results are as follows: DHR results the production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results no stock product was available for review since the device was fabricated per the physician's prescription only. Investigation methods/results the product was returned. The returned device was visually inspected, and anchors were observed to be broken. There was no evidence found to indicate that the reported issue was caused by the device itself. Roughness - the flange was smooth; internal/external surfaces were smooth. Broken - the anchors are broken off. Delamination - layers were intact and did not separate. Discoloration - the device appears stained. General cleanliness - the returned device appeared to have debris or foreign particles. Root cause description based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Corrections: d9: updated "device available for evaluation" h6: updated "type of investigation" code. H6: updated "investigation findings" code. H6: updated "investigation conclusions" code. The manufacturer's internal reference number is:(B)(4).

Event description:
It was reported that a silent nite 3d one piece device fractured at the bottom left posterior button (anchor). The appliance had been delivered on (B)(6) 2025. The patient discontinued use on (B)(6) 2026 and presented with the issue on (B)(6) 2026. The event was reported on 02/26/2026. The device was replaced with a similar product. No additional information was provided.

Manufacturer narrative:
Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).